Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the atrial leadless pacemaker (alp) may have been intermittently capturing the patient. Initially the patient was noted to be asymptomatic. The patient was brought into clinic where it was noted the alp was over-sensing far r-waves which may have caused some of the intermittent capture issues. The patient complained of intermittent lightheadedness. The alp was reprogrammed successfully. The patient left in stable condition.